Event description:
It was reported that detachment occurred. The 99% stenosed target lesion was about 30mm in length and was located in the moderately tortuous and severely calcified left anterior descending artery. The target blood vessel system is about 3.0mm. A rotawire drive was selected for use. When this wire was advanced into the periphery during removal, it was entangled into the severely calcified lateral branch, and it got separated when it was tried to pull out. There were fragments left inside the patient and were removed. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified a portion of the spring tip was detached and did not return for analysis. During dimensional inspection, the total length of the guidewire was measured and found to be 129.5 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the overall length was between the tolerances established on the drawing, even though a portion of the spring tip was detached and did not return for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that detachment occurred. The 99% stenosed target lesion was about 30mm in length and was located in the moderately tortuous and severely calcified left anterior descending artery. The target blood vessel system is about 3.0mm. A rotawire drive was selected for use. When this wire was advanced into the periphery during removal, it was entangled into the severely calcified lateral branch, and it got separated when it was tried to pull out. There were fragments left inside the patient and were removed. The procedure was completed using the original device. There were no patient complications.